Event description:
It was reported that pump experienced malfunction with code malf 9 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, and successfully reset pump with assistance from technical support; no additional actions were reported.